Event description:
This patient came in for a follow up one week post implant and was complaining of pain at the implant pocket. She denied any fevers, coughs, sob or chest pain. The physician prescribed an antibiotic. On (B)(6) 2018 the patient came in again and was complaining of more tenderness and pain at the pocket site. On (B)(6) 2018 the patient came in again and said that she had been pushing on the device and picking at the pocket. The physician requested that she stop messing with the pocket or they may have to explant the system. The patient came in for a couple additional followups after this and the system remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.